Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the plastic hub detached from metal needle."

Manufacturer narrative:
(B)(4). The reported complaint of a damaged needle hub was confirmed by complaint investigation. The returned introducer needle hub was broken near the distal base and cracks were found in the hub. A device history record review was performed , and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under CAPA (B)(4). The CAPA failure investigation indicates that the probable cause is design related.

Event description:
It was reported that "the plastic hub detached from metal needle."